Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving bupivacaine and morphine via an im plantable infusion pump for non-malignant pain. It was reported that they were doing a standard pump replacement and the pump segment that connects to the catheter was damaged while they were taking it off. The catheter was partially explanted. They replaced the pump segment but they were not able to aspirate the catheter before that happened. The new part that they replaced it with did not have drug in it. The pump was primed on the back table. The rep inquired how long the patient would have a gap in therapy. The rep stated that the patient had access to a personal therapy manager (ptm) with 2 activations per day and they use them. Technical services reviewed the patient would get medication for the next 40 hours and then a gap of 21 hours. Additional information was received from the rep and was confirmed/provided by the hcp that the event occurred during a standard pump replacement while they were in the operating room (or) so the hcp was the initial reporter. Regarding the aspiration, they tried to aspirate while the catheter was connected to the old pump but could not. The issue was resolved at the time of the report as a new pump was implanted and a new pump segment of the catheter. The devices were discarded as the catheter was damaged due to the handling of the instruments while trying to pull it off the catheter access port.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2019; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.